Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the prongs of the merlin transmitter was noted to be charred, after a lightning storm. The device would be replaced.